Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. Device analysis: visual analysis of the returned device identified, underweight, broken shell, red particles in the surface of the shell, missing piece of the shell and crease flat. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) opening. Missing piece of the shell assessed, inconclusive.

Event description:
Healthcare professional reported, left side "implant rupture". And "capsular contracture, baker grade I". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture" and "capsular contracture baker grade I". Device has been explanted.